Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. It was reported that the battery cap had stripped threads and had not been replaced in over thirteen months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: there was one unexplained pump reboot event observed in the black box. The battery compartment was cracked from threads to the bumper pad and from the bumper pad to the cover. The returned battery cap had stripped threads and was unable to fully attach to the pump. Pump reboot events were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump. A 24 hour duration test was successfully completed with test battery cap. No pump reboots were duplicated. There was no evidence of internal moisture or damage to the power circuit was found. Unrelated to the original complaing, the display screen was dim and discolored.